Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 hematology analyzer had a fluid leak. Customer reported that they found the rinse cup had broken into two pieces. Customer reported that the leaked fluid was diluted blood, diluted with diluent and cleaner. Customer reported that the leak was not contained in the unit. Customer reported that the volume of the leak was 30 ml of fluid. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the backwash rinse cup had broken. The fse replaced the backwash rinse cup and verified the instruments operation.

Manufacturer narrative:
(B)(4).